Event description:
Information was received from a healthcare provider (hcp) regarding an implantable neurostimulator (ins). Caller was at hcp office and they were going to do a consult for this patient (pt) to remove their stimulator because the stimulator was "faulty". Caller didn't have any details about what the problem with the ins was. Pt had a return of pain and using hydrocodone and morphine. Caller didn't have any further details about the complaint. No prior info in cmf about this complaint. Tss tx'd caller to nas to page rep about this pt.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.